Event description:
It was reported to boston scientific corp in 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure the day prior. According to the complainant, the hta heated up to 1 minute only. The kit was replaced and the new kit did not resolve the problem. Procedure was not completed due to this event. There is no further info available regarding the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.